Event description:
It was reported that during a check up while tightening the crown, the screw fractured at the threads of the screw. Patient had to return to place a new screw. Tooth position 46.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Lot number of device not provided. Manufacturing date for device unknown.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection via naked eye and camera magnification showed the screw was fractured at the threads, signs of use and wear were also observed. No pre-existing conditions were noted on the product experience report (per). Patient was noted to have low density (type iii) bone. The reported device was located at tooth site #46 (fdi). Complainant reported that during a check up while tightening the crown, the screw fractured at the threads of the screw. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.